Event description:
It is reported that upon opening, the centralizer was not found with the stem. The surgeon decided to implant the stem without the centralizer.

Manufacturer narrative:
This report will be amended when our investigation is complete.